Event description:
It was reported to boston scientific that clip did not detach from catheter (did not deploy). The customer reported that they went through several clips (quantity unknown). The customer stated that the clips did not grasp any tissue at the bleed site. The anatomy was not tortuous and the scope was not in a retroflexed position. The procedure was completed, and the patient did not sustain any effect as a result of the deployment issue.

Manufacturer narrative:
The suspect device is not available for return. A device evaluation cannot be performed. The cause of the reported malfunction is undetermined. Product unavailable for analysis.